Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged during peritoneal dialysis therapy while the patient was connected. The care giver stated the luer connector had come out of the heater line; the luer remained connected to the bag. There had not been anything atypical about the set up; all the connections seemed secure. The care giver had been able to clamp the line and set up new supplies for the patient to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.